Event description:
It was reported that t-wave oversensing (twos) on the right ventricular lead was suspected as the cause of missing impedance data. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6), 1388t competitor implantable pacing lead 1998 (B)(6). (B)(4).